Event description:
Initial result for a patient ph was 7.060. When the ph was repeated on another sample, the result was 7.330. The incorrect result was not used to guide patient therapy. The field service rep was unable to determine a cause for the descrepancy.